Event description:
Hemostatic valve would allow some items into the catheter but would not allow other items in. Doctor used a ablation catheter which would insert with ease, then tried an mapping catheter which did not advance.